Manufacturer narrative:
This event does not meet the criteria of a reportable event under the regulations as death or serious injury did not occur nor is it likely to if the event were to recur. Block h6 method code 86 assigned as no sample was available & code 68 assigned as the conclusion due to the off label use of the reported product.

Event description:
During a stent placement procedure, the stent slipped off of two different catheter balloons when attempting placement. A third catheter was difficult to remove through the sheath, post dilation of stent. The catheter & sheath were removed together and replaced with competitor's products to complete stent positioning with no pt injury or further complications reported. 7